Event description:
On 8/23/99 rptr had the same type of occurrence on a different pt. This time a female 84 years old with a troponin I result of 2.3. Subsequent and repeat testing was 0.0. Pt was not admitted or treated based on the 2.3 result. Rptr has reported the problem of false positive troponin I testing to abbott laboratories.

Event description:
Laboratory test problem. Troponin I ran on axsym (abbott) on 8/16/99 at 22:12 and was reported as 6.2 (instrument read out). Pt admitted to cardiac care unit for observation as all other cardiac testing was normal. On 8/17/99 at 0627 another troponin I test was run. The same instrument was used and a result of 0.0 was obtained. This prompted rptr to repeat the first specimen at which time rptr got a 0.0 result. Rptr believed the first result was incorrect and that the pt was admitted to the hosp unnecessarily. Rptr has reported the problem of false positive troponin I testing to abbott laboratories.